Manufacturer narrative:
Product analysis: it could not be confirmed that the device failed to capture. The device failed to remain powered, when battery was ejected. The issue was attributed to the printed circuit board (pcb). Physical damage was noted on the device's case. The device was returned unrepaired, as it is beyond its service life. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-03-19: the epg was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while a post aortic valve replacement patient was connected to the external pulse generator (epg) and it was powered on with its wires intact, the patient was noted to be in normal sinus rhythm without capture in the morning. It was further reported that the epg was not capturing when the patient had an extended period of asystole (approximately 3 minutes) at 11:04 am. The patient complained of lightheadedness and difficulty breathing. The staff reset the epg to "on" and normal sinus rhythm returned with capture. The epg was changed out for another dual-chamber pacer. The reported epg is expected to be returned for manufacturer's analysis. There were no further patient complications reported as a result of this event.